Event description:
It was reported that the customer experienced a low blood glucose of 18 mg/dl while adjusting to her sensor and not understanding how they worked. Customer stated she was also drinking. She went to the emergency room, due to low blood glucose. Customer declined to troubleshoot for the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.